Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter.

Event description:
Information was received from the health care provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal therapy. Drug information on the medication being delivered by the system was unknown. The indication for use was non-malignant pain. The patient was complaining of "back pain, leg pain possibly", and the hcp wanted to know if there were any reports of the ascenda catheters causing pain. The hcp was to perform a catheter revision on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.